Event description:
It was reported that the patient's implantable neurostimulator was removed and replaced due to it being in too deep a location, and the patient not being happy. No further details or patient outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead: model 3777, lot# v000387, implanted: (B)(6) 2005; explanted: na; extension: model 3708120, lot# njb007093n, implanted: (B)(6) 2005; explanted: na; neuro adaptor: model 3550, lot# n0043997, implanted: (B)(6) 2005; explanted: na; programmer: model 37742, lot# njd013409n; recharger: model 37752, lot# nka011789n.